Event description:
The image quality was poor when using the z6ms transducer. The exam was stopped as a result and the patient was rescheduled for the next day. There were no injuries.

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, the transducer was returned and investigated, but the reported issue was not found during testing. The transducer passed all manufacturing testing. Reference# (B)(4).